Event description:
Information provided states that the lengthener was implanted in the left femur on (B)(6) 2011 and stopped distracting during treatment. The device was removed and replaced with another lengthener.